Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an two assessed as surgical damage, an opening assessed as unidentified (tear) opening and an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the "left" side. The device was explanted and replaced.